Event description:
The initial reporter stated that they received erroneous results for one patient tested with coaguchek xs meter serial number (B)(4). At 11:38 a.m., a sample from the patient was tested using the meter, resulting with a value of 1.3 inr. The reporter thought that this value was low as the patient has been within her therapeutic range for several weeks. At 11:40 a.m., a sample from the same fingerstick of the patient was tested using the meter, resulting with a value of 2.1 inr. At 11:42 a.m., a sample from the same fingerstick of the patient was tested using the meter, resulting with a value of 1.8 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient's current condition is normal. The patient's therapeutic range is 2 - 3 inr. The patient is tested weekly or every 10 days. The patient had no known antiphospholipid antibodies or lupus. The patient did not take heparin or direct thrombin inhibitors. The patient has had no dose changes, no diet changes, no new medications, no new illnesses, no bleeding or bruising, and has had no changes no normal medications. The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 345215) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and remaining test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0 %. Upon review of the meter memory, it was determined that the date was set incorrectly. The customer used the same fingerstick for multiple tests. For a second measurement a new puncture of a different finger is mandatory.